Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2wh7k implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the device had been working fine but in the last month, patient had not been feeling any vibrations and was not getting symptom relieve . Patient requesting assistance in changing settings/programs. Agent walked patient through how to change programs. Patient was on program 3 at 2.3v and increased to 4.0v and was still not feeling anything. Patient tried program 4 at 5.2v and then program 5 and still was not feeling any vibration. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they are dropping off a urine sample at the doctors office today and will inform them and get the doctors recommendation of next steps. 2025-jun-13 additional information was received from the patient. They reported that s the cause of the no longer feeling vibrations was from the wire disconnected from the device. To resolve the issue patient will have surgery (B)(6) 2025 to repair. It was reported the issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial#(B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.